Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4574 lead implanted: (B)(6) 2015; ddbb2d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial lead (ra) exhibited chronic high thresholds. The ra lead was capped, remains in the patient and a different lead was implanted. No patient complications have been reported as a result of this event.